Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no conclusion can be drawn. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, first degree atrio-ventricular (av) block was noted. Following valve deployment, it was reported that the qrs complex had widened. Subsequently, a cardiac resynchronization defibrillator (crt-d) was implanted one day post-implant. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.